Event description:
A pharmacist called to ask if tachyarrythmia had been observed with hyalgan. A male pt rec'd four injections and was hospitalized for tachyarrhythmia. He has had similar episodes before. The pharmacist was unable to provide the physician's name. F/u will be pursued. Corrective treatment: not reported.